Event description:
It was reported that the threshold measurement on the external pulse generator (epg) was not accurate. The device was returned for repair. There was no patient involvement or complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was analyzed and no anomalies were found. The temporary pacing cable was analyzed and was found to be out of specification.

Event description:
It was reported that the threshold measurement on the external pulse generator (epg) was not accurate. The device was returned for repair. There was no patient involvement or complications reported as a result of this event. It was further reported that the epg did not have good pacing. It was confirmed that the cable was not good and the device was replaced.